Event description:
It was reported that the pump stopped working, requiring new supplies to be loaded for it to function again. There was no reported impact to the customer's blood glucose level, although the status was unclear due to call disconnections caused by poor reception. The customer resolved the issue by replacing the supplies and resuming insulin usage.